Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and observed that the power supply was not sending the charging power as required. The stm ordered replacement parts and returned to the customer's site at a later date to replace the power management board. The stm confirmed that the batteries were now charging then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of failure investigation by the nrc. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not charging the batteries. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not charging the batteries. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The nrc received the power management board from the supplier. The supplier verified the failure and replaced defective component q27. The supplier installed parts and board passed testing. The nrc investigate the suspected power management board and no visual damage was observed. The technician then installed the power management board into cardiosave test fixture and it tested to factory specifications per cardiosave service manual and it passed testing. The board will be packaged and labeled and returned to stock as per procedure.

Manufacturer narrative:
The suspected exchange power management board was sent to the getinge national repair center (nrc) for further evaluation. Inspection of the board was completed per procedure by a senior technician of the nrc and visual damage was observed to component q27 (appeared burned). The getinge nrc was not able to test the board due to the burned component q27. The technician reported that past experience has proven that when q27 is defective, the batteries will not charge. The exchange power management board was sent to the supplier for failure analysis per procedure and upon the inspection of the board per procedure, installation of three components are required. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not charging the batteries. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.